Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 500 with high ketones identified as dangerous by a healthcare provider. Bg was addressed with a manual injection and the pump supplies were changed to address the issue. Customer ultimately reverted to manual injections for insulin therapy.